Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 297267 on panther instrument sn (B)(4) which a discrepant sample. The sample in question was accidentally tested in duplicate and had discrepant results. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The first positive result was reported out, but customer made corrections and retested a new aliquot of the sample where it resulted positive again.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay issues, concluding the sample in question was likely low-target. Ts recommended customer clean the preparation areas and touch points as a precaution and provided log review. Customer understood and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.